Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. There was no adverse impact to the customer's blood glucose (bg) level. The customer indicated that a replacement usb cable and wall adapter would be used. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved using the replacement charging supplies; however, the customer did not respond.